Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had a history of non-ischemic cardiomyopathy. The patient was admitted to the hospital for an operation and the type of procedure was not known. A magnet was placed on the device during the procedure, they noticed a ventricular tachycardia (vt) on the ECG and the magnet was removed. Due to the lack of response from the s-ICD, basic life support/advance life support was started by the hospital staff. Multiple shocks and amiodarone were administered for 15 minutes. The patient was then transferred to intensive care unit where again a monomorphic vt was seen and treated with external defibrillation. The pacemaker technician reviewed the available data and indicated that there was suspected undersensing of vt and t-wave oversensing noise and wanted a second opinion. Additionally, the healthcare professional indicated that the patient had performed an exercise test with x-ECG and no aberration was seen. A defibrillation threshold testing involving a fine-meshed ventricular fibrillation was performed and was successfully terminated. Data was provided for review but has not been completed. No additional adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had a history of non-ischemic cardiomyopathy. The patient was admitted to the hospital for an operation and the type of procedure was not known. A magnet was placed on the device during the procedure, they noticed a ventricular tachycardia (vt) on the ECG and the magnet was removed. Due to the lack of response from the s-ICD, basic life support/advance life support was started by the hospital staff. Multiple shocks and amiodarone were administered for 15 minutes. The patient was then transferred to intensive care unit where again a monomorphic vt was seen and treated with external defibrillation. The pacemaker technician reviewed the available data and indicated that there was suspected undersensing of vt and t-wave oversensing noise and wanted a second opinion. Additionally, the healthcare professional indicated that the patient had performed an exercise test with x-ECG and no aberration was seen. A defibrillation threshold testing involving a fine-meshed ventricular fibrillation was performed and was successfully terminated. Data was provided for review but has not been completed. No additional adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.